Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient identifier is not provided / unknown. Patient age is not provided / unknown. Patient weight is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown. Initial reporter¿s email address is not provided / unknown.

Event description:
It is reported that doctor opened implant and the existing mounts didn't match. Doctor used another device to complete the procedure. Sales rep brought new mounts. Tooth # 30.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: h2: if follow-up, what type h3: device evaluated by manufacturer h6: type of investigation h6: investigation findings h6: investigation conclusions h10: additional narratives/data the reported product was not returned. The reported event was non-verifiable. Based on the evaluation, mount malfunction could not be verified. Additionally, there is no existing negative trend or non-conformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or corrective actions for the reported event or device. Therefore, the product was within specifications and conforming when it left zimmer biomet. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The complaint is related to the functional performance of the device. A definitive root cause could not be identified. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : not item or lot number provided.

Event description:
No additional or corrected information to report.